Manufacturer narrative:
Additional information:d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, ' random upstream occlusion errors' was not reproduced. A review of the history log revealed multiple upstream occlusions in the history log. A service history revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Evaluation could not test for upstream occlusion due to constant reload set alarm. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor out of range and failed to calibrate. Ultrasonic sensor replacement is required to correct the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had random upstream occlusion errors during testing in the biomedical service department. There was no patient involvement. No additional information is available.